Event description:
It was reported that there was no formation of plasma at the tip of the wand during an mls procedure. The surgeon opted to complete the surgery transorally in the conventional way using cold steel. No patient injury or other complications were reported.

Manufacturer narrative:
The device, intended for treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors which could have contributed to the controller not activating the plasma creation on the wand includes: loose connection between the controller and the used wand and/or foot control assembly, internal component failure of the controller, or an issue with a concomitant device. There are no indications to suggest the device did not meet product specifications upon release into distribution.